Event description:
Received peco touch-free catheterization system, ref pk5214, lot 1112121e, expiry date 12//11/2014 (which I understand is december 2014) burt the povidone-iodine swabs are already expired. The aplicare pvp inside the urinary catheter kits are expired. Withpvp-iodine swab (B)(4) from aplicare with expiry date 11/2013.